Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (+300 mg/dl) for the past 4 days. Customer delivered manual injections to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with health care provider.